Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white/hispanic female patient underwent a breast augmentation primary with saline mentor smooth round high profile 330cc breast implants and experienced bilateral deflation confirmed by ultrasound. As a result, the patient will undergo removal and replacement with unspecified gel breast implants on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 7/29/2019, it was noticed that the explantation date was erroneously entered incorrectly on the initial report submitted on 6/27/2019. The correct date of explantation is (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/16/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it was noticed a tear in the posterior and extending to the anterior view, measurement approximately 3.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).